Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and reviewed the logs. The central processing unit and the anesthesia control board were replaced, and the unit was returned to service. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the unit alarmed for a vaporizer failure and mechanical ventilation was not available. The clinician reportedly switched to manual mode of ventilation. The complaint was resolved by cycling power. There was no reported patient injury.